Event description:
Procedure: urological/gynecological. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone at least one corrective surgery. Additional info from importer report: per additional info received, the pt experienced vaginal mesh erosion requiring revision surgery, vaginal abscess, pelvic pain, prolapsed bladder, atrophic vaginal tissue, vaginal discharge, rectocele, dysuria, uterovaginal prolapse and infected umbilicus. Correction: the initial MDR report was filled incorrectly as a MFR report, as a result, an importer report, f/u #1, is being filed.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for an "unk pelvicol". Additional info from importer report: (B)(4) 2012. Pelvicol acellular collagen matrix. (B)(4). (B)(6).